Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery with quadriceps tendon the device ar-1588tnt tore from the quadriceps tendon during retraction. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. The required fixation was achieved with a screw. It was not necessary to do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the fiber tape was damaged, and sutures cut of the acl-fibertag®-tightrope® abs-implant. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.